Event description:
It was reported that the system 2600 displayed error codes and was non operational. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The open to a dc power supply was repaired. The system was tested and found to be working as intended and placed back into service.